Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon had inserted the expert asian femoral nail and was then inserting the guide wires through the aiming arm into the femoral for the recon screws. The first guide wire completely missed the nail looking like the wire had hit the nail and bounced of posteriorly and superior. It was ensured the aiming arm and jig were tightened and tried again; the same thing happened. The surgeon then tried putting the wire in the inferior recon screw hole which lined up and went through the correct hole into the femoral head. By having the inferior hole in position and secured by a guide wire it then ensured the superior screw lined up through the jig as well. There was no delay in surgery and no patient harm. This is report 1 of 1 for (B)(4).